Manufacturer narrative:
The device was returned for evaluation. A review of the device history records was performed which confirmed no inconsistencies. It was observed that the tip of the needle was bent. No implants were returned to enable confirmation that t2 slipped from the needle as reported. The investigation is ongoing. (B)(4).

Event description:
It was reported that while performing a meniscal repair procedure utilizing a fast-fix 360 curved needle delivery system that during implantation of "t1," the second t slipped from the needle. There were no patient injuries or complications reported. Follow up information received on 05/23/2013 indicates that no implants were left in the joint.